Event description:
I used fixodent from approximately 1998-2008. Then I changed to sea bond from 2008-2009. Found out sea bond is also full of zinc. Nothing on label stating zinc contents. While using both products, I began experiencing numbness and tingling in my extremities. In 2009, I was diagnosed with neuropathy. Blood test showed high levels of zinc. My neuropathy is permanent and requires continued medical care and treatment. Dose: #1 denture cream. #2 denture strips. Frequency: #1 twice daily. #2 once daily. Route: oral. Dates of use: #1 1998-2008. #2 2008-2009. Event abated after use: no.